Event description:
It was reported that there was a right femoral vein perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The patient had a tortuous right femoral vein. During insertion of the was with the versacross connect dilator, the physician reported that there was not adequate tension on the guidewire. As they advanced the dilator and was into the vessel, the guidewire buckled and it was thought that there was a right femoral vein tear/perforation. The procedure was continued and successfully completed with the closure device implanted in the la of the patient. At the end of the procedure during a contrast injection in the right femoral vein a perforation was confirmed. The patient was given protamine, and balloon tamponade was performed. The physician implanted a covered stent and subsequent contrast injections did not indicate any contrast leakage outside of the vessel. The patient made a full recovery from this event and no other complications were reported to have occurred.